Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2013. Subsequently, the patient underwent a washout and bearing exchange on (B)(6) 2013 due to the patient breaking through his wound. On (B)(6) 2014, the patient was revised again due to the tibial locking bar coming out of the tibia.

Event description:
It was reported that the patient underwent an initial total knee arthroplasty on (B)(6) 2013, which was revised (B)(6) 2013 due to unknown reasons. Subsequently, the patient was revised on (B)(6) 2014 due to the tibial locking bar coming out of the tibia.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-00005 / -000006).